Event description:
It was reported that (2) devices were used during a colon procedure. It was reported by the affiliate that the tlc75 instrument would not cut or staple with reload. Another instrument was used to complete the case. There was no consequence to the patient.